Event description:
The customer did not report a malfunction. During inspection of the bronchovideoscope, chip on plastic distal end c-cover was found. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the reported issue is traced to component failure due to degradation problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.